Event description:
A patient reported blood glucose results of "177 mg/dl" with a lifescan meter and "128 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Control solution was sent to check system.